Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.68mm. The grips were not found to be cracked. The probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clips of a medium-large clip applier instrument would get stuck and would not fire. The procedure was completed with no reported injury.